Manufacturer narrative:
Internal file number: (B)(4). The product was not returned to abbott vascular for analysis. A review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada 35 device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric mid left common iliac de novo lesion that was 85% stenosed. A 8.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion. The balloon was inflated to nominal pressure but it failed to inflate enough due to a balloon rupture. The balloon catheter was exchanged for another same size armada 35 which resulted in the same issue. An unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.